Event description:
It was reported that upon device interrogation, the atrial lead was not sensing or pacing the atrium at maximum output. A chest x-ray confirmed that the lead tip had dislodged into the upper portion of the superior vena cava. It was also reported that during the initial implant, there was difficulty implanting the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue present on helix and there was apparent explant damage.